Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of the single chamber implantable pulse generator (ipg) system, it was reported the patient experienced chest pain and discomfort and a small pericardial effusion was noted along with pericarditis and endocarditis that was just monitored and no intervention was taken to treat that. The patient's p-waves were small and the single chamber pacemaker could only go down to 0.45mv sensitivity so the physician made the decision to implant a dual chamber device so they could go down lower on the atrial sensitivity and the right ventricular (rv) port was plugged. The right atrial (ra) lead was repositioned and the new ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.